Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient's school nurse contacted the patient's father on (B)(6) 2017 to report that the patient had skin irritation and inflammation around the patients sensor. The reaction lead to a bump on the arm that had pus discharge. On (B)(6) 2017, the patient's father took the patient to the doctor. It was indicated that the patient's arm was infected due to wearing the sensor beyond 7 days. The doctor prescribed the patient anti-biotics to treat the infection. At the time of contact, the patient was in stable condition. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.